Event description:
Harmonic 1100 shears were opened for a total laparoscopic hysterectomy case. When the shears were plugged into the harmonic machine, an orange box error appeared stating that the instrument needed to be replaced and that there was an issue with the blades. The surgeon and fa looked at the shears and did not see anything obviously wrong with the shears. The harmonic machine was powered on and off. The error still appeared on the machine. New harmonic shears were opened and were able to be used for the case.